Event description:
A customer reported a suspect positive cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad nx sterilizer. The customer processes a bi in the first load of each day. The customer indicated that the cyclesure 24 biological indicator was incubated for 27 hours at the correct temperature. The load was not recalled (items released: qty2 stryker hd 1188hd cameras). It was then reported that a second load was processed on the same day without a cyclesure 24 biological indicator (bi). This load was also released. It contained qty2 stryker hd 1188hd cameras. The previous and subsequent bis were reported having negative results. The customer alleges that a new employee may have been incorrectly handled the bi prior to incubation. The customer was instructed on the proper handling of the cyclesure 24 biological indicator (bi). The sterile processing staff were retrained. There was no injury or harm associated with the issue. It is unknown if there was any prophylactic treatment provided for the four surgeries that used the four cameras processed in that sterrad nx. (First patient procedure: shoulder arthroscopy with a joint resection and min rotator cuff repair. The second procedure was a laparoscopic thoracoscopy. The third procedure was an a/p vaginal repair and the fourth procedure was a robotic laparoscopic hysterectomy). This event is reported to the FDA for user error. Items from the load were released and used on patients.

Manufacturer narrative:
(B)(4) - suspect positive bi.

Manufacturer narrative:
Sex: corrected from female to unknown.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. The DHR (device history record) was reviewed and demonstrated no anomalies that would contribute to this issue. Trending analysis for the product code of 'suspected positive bi' was reviewed for a timeframe of 12/2011 to 11/2012 and there was no significant trend observed. Trending analysis by lot number was performed. The lot history from 09/21/2012 (12/13/2012 found this was an isolated incident. The fmea (failure mode and effects analysis) reveals that the risk for this issue is at an acceptable level. The hhe (health hazard evaluation) was reviewed and indicates that the risk to the patient is low. Retains evaluation demonstrated that the product functions as intended when used per IFU. The cause of the suspected positive bi cannot be determined based on the information provided.